Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main control pcb fixed the reported issue.

Event description:
The customer reported that the ventilator alarmed vent inop. Motor fault, circuit fault, low pip, low ve and xcdr fault. Ventilator was giving continuous alarm even on test lung. No patient involvement.